Event description:
It was reported that during device preparation of the emboshield nav6 embolic protection device, the emboshield filter was unable to be loaded into the delivery catheter (dc) pod and the barewire guide wire separated into two segments. There was no patient involvement and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual, dimensional and functional analysis were performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned delivery catheter (dc) pod. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.b5- procedure description was updated. H6- medical device problem code 1562 - removed.

Event description:
Subsequent to the initial report, additional information was provided: the device was returned and no device separation was seen. Additional follow up with the site indicated that the emboshield filter was unable to be loaded into the delivery catheter (dc) pod. There was no device separation as originally reported.